Event description:
The reporter states the customer obtained back to back readings of 263 and 116 mg/dl on his meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.